Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01284.

Event description:
The patient was undergoing a coil embolization procedure in the right fourth lumbar artery using ruby coils and a non-penumbra microcatheter. It was reported the lumbar artery was very tortuous, making what appeared to be close to 90 degrees bend before the intended landing zone. During the procedure, a ruby coil (f103384) would not fully exit the microcatheter. Therefore, the ruby coil was removed. Subsequently, the next ruby coil (f101241) would only partially exit the microcatheter, and the coil unintentionally detached in the microcatheter. The physician then used the pusher assembly of a non-penumbra coil to push the coil where the physician wanted. The procedure ended at this point. There was no report of an adverse effect to the patient.